Event description:
Patient presented to the physician with pain near the ipg lead header. Physician brought the patient into the or and moved the ipg pocket more lateral.

Event description:
Patient presented back to the physician with continued pain at the ipg site, unrelieved by prior surgical intervention. Physician brought the patient into the or and removed the entire inspire system.